Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while trying to ligate branches the vasoview hemopro 2 with vasoshield was misfiring. The device showed no power being generated to the hemopro jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood was observed on the harvesting handle. There was charred tissue and blood observed on the heater wire and jaws. The silicon insulation was observed to be completely off the cold jaw. The detached silicon insulation was not returned for evaluation. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed near the base of the hot jaw, but remained attached to the hot jaw. The device was evaluated for electrical/cautery function. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.69ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the return condition of the device, the reported failure "failure to deliver energy" was not confirmed, but confirmed for the analyzed failures "bent wire" and "peeled jaw". Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while trying to ligate branches the vasoview hemopro 2 with vasoshield was misfiring. The device showed no power being generated to the hemopro jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.